Manufacturer narrative:
No malfunction suspected. End user reported that while operating the power wheelchair in a crosswalk a bus pulled out and made a wide turn and struck the power wheelchair. The end user was not wearing a seat belt. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic." And "[t]o avoid serious injury or death: [a]ways use the seat belt." And "[t]o reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: keep your seat belt fastened, and always use the seat belt."

Event description:
While operating the power wheelchair in a crosswalk, the end user was struck by a bus making a turn.